Manufacturer narrative:
(B)(4). A review of complaint history, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The customer returned one used and separated tpn catheter. The returned device was completely separated 16 cm from the shrink tube to the separation and just distal to the rings. There was a 19.5 cm section from the separation to the distal end of the catheter. The cuff was in place on the separated portion of the catheter and there were no other observable defects in the catheter or the separated piece. A 3 cm long repair had already been done to the catheter at 5cm distal to the shrink tube. Repair of the separation relevant to the complaint was not possible due to the close proximity of the separation to the rings and the cuff. Without a reported product lot number a search of production records or additional complaints related to product lot cannot be conducted. There is no evidence to suggest that the device was not manufactured to specification. The set is packaged with IFU. The IFU gives device description, intended use, warnings, precautions, recommendations for selection and instructions for placement, use and maintenance. The IFU includes the precaution, "extreme caution must be used in placement and monitoring." Following examination of the returned device and reviewing the customer's statements, we are unable to draw a conclusion as to the root cause of this failure. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
The tpn line broke at the cuff after only being in place for a short time. The line needed to be removed in ir and a new line had to be inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The tpn line broke at the cuff after only being in place for a short time. The line needed to be removed in ir and a new line had to be inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.